Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg was unable to hold a charge. He fully charges his ipg and it is at "stim off" within a few hours. An sjm representative met with the patient and verified the issue. The patient underwent surgical intervention where his ipg was replaced with a new one.